Event description:
Emts arrived on the scene of a person in full arrest. The device was connected to a pt through the combination electrodes. Reportedly, the device prompted connect electrodes and an analysis of pt ECG could not performed as a result. The pt was not resuscitated. The rptr indicated pt outcome was not affected by the discrepancy due to a lack of pt viability.